Event description:
It was reported that the patient experienced diaphragmatic stimulation and left ventricular (lv) lead dislodgement was noted. The lv lead exhibited pacing failure and elevated threshold. The lv lead was repositioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.